Event description:
While administering interferential treatment, the pt received a burn. The clinician was using disposable electrodes. The electrodes were new.

Manufacturer narrative:
Awaiting return and evaluation of device.